Event description:
It was reported that balloon rupture occurred. Vascular access was obtained from the v-side center. The stenosed target lesion was located in the left forearm shunt. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, after the guidewire was passed through, the balloon was inflated in thelesion. However, the balloon ruptured at 6atm. The procedure was completed with a different device. No patient complications reported.